Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if 4 needles broke during this single procedure? Only 1 needle was affected. How was the needle piece retrieved from the patient? With a needle holder, x-ray machine was not needed despite a long search. Was there any additional tissue damage as a result of searching for the needle piece? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No how was the procedure completed? After needle was retrieved, surgery was completed as intended. Event date? (B)(6) 2021. Please provide lot number. Rcbbpbq0.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke when sewing the fascia. No adverse patient consequences were reported. Additional information was requested.